Event description:
(B)(4). Date of event: (B)(6)2010. According to the information received, an end user reported a urine bag with blocked urineflow. The urine stays about 3cm from the upper side of the bags. It does not flow to the downside/outlet. The patient has upper urinary tract infections regularly.

Manufacturer narrative:
Urine bag samples were received and tested visually and then regarding flow of urine into bags. Visual inspection revealed that the foil near the inlet tube had been folded under the inlet tube and welded into this position, which causes blocking of flow rate. Therefore, this complaint regarding blocked urine flow is confirmed as reported. However, it cannot be confirmed whether the blocked flow rate contributed to the users urinary tract infections. Should any additional information be received, a follow up report will be filed.